Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed revision surgery is scheduled. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Correction: section a.1, a.2, a.3, d.1, d.4, h.10, h.4, d.4, d.6a, d.6b advanced bionics considers the investigation into this reportable event as closed. Additional information received deems this case a duplicate. This event will be reported under MDR 3006556115-2024-01000. This is the final report . Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.